Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin intermittently suspended on the pump. The customer could not recall if an alarm occurred suspending insulin. Blood glucose was in the 400-500 mg/dl range. Although requested, no additional information was provided.